Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmissions revealed that the implantable cardioverter defibrillator exhibited undersensing and inappropriate interpretation of supra-ventricular tachycardia. Programming changes were made. The patient was stable.